Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information. Device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. No bend was observed on the pushwire. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient underwent embolization treatment for a medium unruptured saccular aneurysm located in left internal carotid artery in cavernous segment. Measuring 17.8mm x 6.5mm, landing zone distal 4.02mm proximal 4.68mm. The vessel was observed normal tortuous. It was reported the physician sent the medtronic microcatheter to the position, and delivered the pipeline in place to release the distal part of the stent. However, the stent could not be opened. And still unable to be opened by various methods. The physician decided to withdrew the stent and the microcatheter from the body. It was found that the tip of the stent was damaged. There were no reports of patient injury in association with this event.